Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the malfunction in the geometrical movement of c-arm. The fse tried to restart but did not fix the issue. During troubleshooting, the fse found that the geo pc did not power up. The fse removed the jammed table base cable which caused error in table down direction and replaced the bios battery. After replacement of the bios battery, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that when moving the c-arm it would move one way but not the other after 2 reboots it now has geo not available error. The device was in clinical use. Philips has started an investigation of the complaint.